Manufacturer narrative:
On (B)(6) , 2021, a decision was made to issue a customer letter (urgent field safety notice / field correction recall) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions. This action was communicated to the FDA on (B)(6) , 2021 as a draft 806 report and a request to review letter content. Additional follow up on investigation and corrective actions will be communicated via the 806 process.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. Both runs were valid, met assay specification requirements, and no error codes or flags were displayed for the run controls (alinity m resp-4-plex negative ctrl and positive ctrl). Patient sample ids 1436064500 and 5134354500 were positive for all targets with the internal control within range on original run but generated negative results on all targets when retested on the same day. While the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Based on the results of the customer data review a product deficiency was identified. This issue is not indicative of a deficiency with a specific alinity m resp-4-plex amp kit lot, therefore the alinity m resp-4-plex assay will also be investigated. The remaining elements of investigation will be completed for the alinity m resp-4-plex assay. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 517877 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 517877. No issues were found during quality control (qc) testing for the above lot. The products passed quality specifications at the time of release. A DHR is lot specific, therefore this review was not performed for the alinity m resp-4-plex assay. CAPA / non-conformance review: the CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m rep-4-plex amp kit (list 09n79-090) lot 517877 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Based on an awareness of several complaints for discrepant results across multiple amp kit lots when using the alinity m resp-4-plex (list 09n79) assay and the identified issue is not indicative of a deficiency with a specific alinity m resp-4-plex amp kit lot, an additional CAPA review was completed. The additional CAPA review was part-specific and used the following keywords to narrow the search down to relevant records only: "false" and "discrepant". No records related to atypical pcr amplification or abnormal curves resulting in discrepant results were identified. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant result (false positive) for two patient samples when using alinity m resp-4-plex amp kit (list 09n79-090) lot 517877. The complaint history review identified one additional complaint ticket that could be related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 517877. This ticket currently in the process of being independently investigated. Based on an awareness of several complaints for discrepant results across multiple amp kit lots when using the alinity m resp-4-plex (list 09n79) assay and the identified issue is not indicative of a deficiency with a specific alinity m resp-4-plex amp kit lot, an additional complaint history review was completed. The additional complaint history review was part-specific and used the following keywords to narrow the search down to discrepant result complaints: "false" and "discrepant". Each complaint returned from the search was reviewed for atypical pcr amplification or abnormal curves. The number of complaints for discrepant patient results (false positive) due to atypical pcr amplification or abnormal curves when using the alinity m resp-4-plex assay (09n79) was determined to be 27 (out of 56 returned complaints). The additional complaint history review determined that discrepant patient results (false positive) due to atypical pcr amplification or abnormal curves continues to be observed by customers when using the alinity m resp-4-plex assay as evidenced by this search. Based on the results of the investigation elements (quality data review-customer data review), a product deficiency for alinity m resp-4-plex amplification kit (list 09n79-090) was identified. Specification not met - while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Risk assessment is currently in process.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
A customer reported 3 discrepant results on an alinity m resp-4-plex assay. One sample tested positive on all four targets (flu a, flu b, rsv, and sars-cov-2) - the customer noted it was uncommon for a patient to be positive for all four targets, so they retested the sample and generated negative results on all targets. The second sample was also positive on all four targets, but when retested was still positive for rsv. The customer reported a third discrepant result, but details were not available. The amplification curves appeared normal and met the assay specification requirements. There were no error codes/message codes or flags on the run controls. The false positive results were not reported outside the laboratory, so there was no impact to patient management reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.